Event description:
The user facility reported that the heating element of the sgo warming cabinet had failed, causing charring to some blankets that were in the cabinet. The fire department was called in response to the event. There were no injuries were reported; no procedural delays reported.

Manufacturer narrative:
A steris service technician reported that the warming cabinet is maintained by the user facility and not under steris service contact. The cause of the reported event is due to the cabinet and heating element exceeding their useful life. The warming cabinet subject of the reported event is approximately 29 years old. The warming cabinet has been removed from service and the user facility will be replacing the unit.